Event description:
It was reported that following a stenting treatment procedure, a vessel dissection and stent thrombosis occurred. The planned procedure treated the 90% target lesion located in the proximal left anterior descending artery. There was no vessel calcification or tortuosity. Using a direct stenting technique, treatment placed a 2.25x12mm ion stent. Post dilation was not performed. The patient was sent to recovery and 1.5 hours later, the patient experienced chest pain. The patient was taken back to the cath lab and the stent was found to be completely occluded and thrombosed. It was noted that the proximal edge of stent area was a little hazy, thought to be a small edge dissection. The stent was wired and ballooned with a 2.5x12mm apex balloon and an unspecified 2.25x16mm stent was placed overlapping the proximal edge of the previously placed stent. Both stents were post dilated with a 2.25x16 nc balloon to finish the case successfully. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).